Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced low blood sugar levels. The patient stated they started to feel dizziness and their blood glucose levels were at 1.3mmol/l; however, the dexcom device did not vibrate or give an alert. The patient treated himself by eating a banana and drank a class of orange juice. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and failed as a cracked case window was observed. The device was charged and will boot. The data log was downloaded and retrieved. The data log was reviewed and no findings related to the complaint were observed. A global receiver functional test was performed and passed. A manual "try-it" test was performed and failed. The device was opened for an interior inspection and failed as a broken chip of the lcd frame stuck to the vibrator motor head. The complaint confirmation of intermittent vibration was confirmed. The root cause was determined to be customer misuse.